Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002366 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)2024. The device evaluation was completed on 05-mar-2024. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that reverse blood was observed two hours after catheter use. The procedure was completed without replacing the sheath as the hemostatic valve itself was not broken. The sheath was being used on the patient and no air entered the patient¿s body. A few drops of blood were lost. However, the exact amount is unknown. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. An irrigation test was performed, and water leakage was observed in the connection between the hub and side port tube. Further investigation revealed that the side port was partially detached from the hub. Device history record was performed for the finished device number lot 00002366 and no internal action related to the complaint was found during the review. Since the failure observed with the side port could be related to the reported event, the customer complaint was confirmed. This type of failure is confirmed to be manufacturing-attributable. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. An internal corrective action has been opened to further investigate the issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc(B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that reverse blood was observed two hours after catheter use. The procedure was completed without replacing the sheath as the hemostatic valve itself was not broken. The sheath was being used on the patient and no air entered the patient¿s body. A few drops of blood were lost. However, the exact amount is unknown. No adverse patient consequence was reported.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).